Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter in two pieces. The balloon was tightly folded with blood in the lumen. Microscopic and tactile inspection revealed a shaft (hypotube) fracture 65cm from the strain relief. The fracture facets were oval, suggesting it was kinked prior to separation. There were numerous kinks in the hypotube and distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The eccentric, de novo target lesion was located in the non-tortuous and non-calcified left anterior descending (lad) artery. A 12mm x 2.25mm nc quantum apex¿ balloon catheter was advanced for post dilatation of the proximal segment of a previously implanted stent. After perfect placement of the balloon, negative pressure was applied on the inflation device and blood was noted inside the inflation device. Suspecting that the balloon was leaking, the physician decided to remove the device. However, while pulling the balloon catheter out from the patient, the shaft broke in the stiff black color hypotube segment. The proximal segment of the catheter remained inside the patient's body. Subsequently, another 0.014" non-bsc guide wire was advanced and placed parallel to the balloon catheter. The two non-bsc guide wires were then entangled and locked, and slowly pulled the balloon catheter segment into the guide catheter. Thereafter, the entire system, including the guide catheter, was pulled out and the procedure was complete with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The eccentric, de novo target lesion was located in the non-tortuous and non-calcified left anterior descending (lad) artery. A 12mm x 2.25mm nc quantum apex¿ balloon catheter was advanced for post dilatation of the proximal segment of a previously implanted stent. After perfect placement of the balloon, negative pressure was applied on the inflation device and blood was noted inside the inflation device. Suspecting that the balloon was leaking, the physician decided to remove the device. However, while pulling the balloon catheter out from the patient, the shaft broke in the stiff black color hypotube segment. The proximal segment of the catheter remained inside the patient's body. Subsequently, another 0.014" non-bsc guide wire was advanced and placed parallel to the balloon catheter. The two non-bsc guide wires were then entangled and locked, and slowly pulled the balloon catheter segment into the guide catheter. Thereafter, the entire system, including the guide catheter, was pulled out and the procedure was complete with a different device. No patient complications were reported and the patient's status was stable.